Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade stem was reported. Crack/fracture was not confirmed however disassociation was confirmed on review of the provided medical records by a clinical physician. Method & results: -device evaluation and results: the device was not returned however a photo of the explanted device was provided, this showed damage on the trunnion of the stem consistent with loss of taper lock with the metal head. -medical records received and evaluation: a review of the provided medical records by a clinical consultant noted; conclusion of assessment review of these records confirms dissociation of a femoral head and trunnion with significant damage and loss of material on the superior aspect of the trunnion along with notching and loss of material from the inferior aspect of the neck occurred, however, the root cause cannot be determined as insufficient information was available -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a medical review confirmed disassociation however the root cause could not be determined. Further information such as operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes & implant retrieval with material analysis are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Fractured neck of prosthesis.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Fractured neck of prosthesis.